Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint received sates that during the implantation procedure the optease retrievable ivc filter had deployment difficulty. To date no additional details have been provided. The indication for the filter insertion was dvt. The vessel was not tortuous. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target. One non sterile 6fr vessel dilator, one non sterile sheath introducer, one non sterile obturator and a filter inside its cartridge were received inside a plastic bag. No visual anomalies were found on the returned units. The filter was deployed without anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed during analysis since no anomalies were found. No corrective action will be taken at this time since no anomalies were found. The complaint of deployment difficulty was not confirmed on analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what other factors that may have contributed to the reported event.

Event description:
During the interventional procedure the optease retrieval filter had deployment difficulty. No additional details were provided.